Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 010000858, lot number: 6453166, brand name: g7 liner; catalog number: 12-115123, lot number: 2965001, brand name: biolox delta head; catalog number: 51-103180, lot number: 6333378, brand name: taperloc stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01853, 0001825034-2019-01854, 0001825034-2019-01855. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to infection approximately 2 months post implantation. Additional information on the reported event is unavailable.

Event description:
No additional information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.